Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain/discomfort at the ipg site due to losing weight. As a result, to address the issue, patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was moved down to another location. Reportedly, the issue of pain/discomfort was resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.